Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7086690. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7086717.

Event description:
It was reported that patient underwent an explant procedure of the deep brain stimulation (dbs) system due to a potential infection. No further information has been able to be obtained despite three good faith efforts.

Manufacturer narrative:
Device analysis performed on the returned ipg, db-1216 serial (B)(6) passed inspection and revealed no anomalies. Additionally, visual inspection performed on the returned lead db-2202-45 serial (B)(6), revealed that it was cleanly cut with only the proximal end of the lead being returned. The lead extensions, nm-3138-55 serial (B)(6), were also returned with a visual inspection that revealed a clean cut at the lead extension connector portion. This damage to the lead and lead extensions is a result of a typical explant procedure and therefore, not considered a failure. No other anomalies were identified on the returned portions of the lead and lead extensions. A product labeling review that was conducted determined that infection is a known inherent risk associated with the use of the dbs device, as documented in the instructions for use (IFU). Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7086690. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7086717. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7091109. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7093358.

Event description:
It was reported that patient underwent an explant procedure of the deep brain stimulation (dbs) system due to a potential infection. No further information has been able to be obtained despite three good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, batch/ serial: (B)(6). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, batch/ serial: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, batch/ serial: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, batch/ serial: (B)(6).

Event description:
It was reported that patient underwent an explant procedure of the deep brain stimulation (dbs) system due to a potential infection. No further information has been able to be obtained despite three good faith efforts.